Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) checked and confirmed the mentioned issue. The fse reset the connections of the upper display cable to lcd monitor, video generator board and reset the coiled cable. The problem still persisted. The fse stated that the upper display monitor to lcd cable assembly was defective. The fse replaced the upper display monitor to lcd cable assembly (0012-00-1558) and the device passed all safety and functional checks. The device was returned to the customer and cleared for clinical use.

Manufacturer narrative:
Due to characterization limit, e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump (iabp) display was flickering when switching on. There was no patient involved.